Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 could not shut due to ball bearings falling out and the bearing cage being pushed out the back, obstructing closure. A field service engineer picked up ball bearings and replaced the drawer rails and removed the obstruction to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main full-height cubie drawer would not close fully. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.